Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device did not shock at 200j and 150 j, shock message canceled. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. Additional details have been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that the device did not shock at 200 joules and at 180 joules, and that the shock message was cancelled. Another device was used. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. A philips field service engineer (fse) evaluated the device and was unable to reproduce the reported problem. Case events files provided by the fse contained no event data from which an evaluation could be made. Philips requested but did not receive additional information from the customer. Philips was unable to confirm the reported problem. Because the problem could not be recreated, the cause cannot be determined. No parts were replaced. The device remains in service at the customer site. The information gathered for this report does not support a systemic, design, or labeling problem. No further investigation or action is warranted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.